Manufacturer narrative:
According to available information, no return of product is intended. As there is no returned product, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during the implant procedure, this atrial lead displayed high out of range impedance measurements. The lead was removed and discarded by the facility. No adverse patient effects were reported.